Event description:
During the investigation on (B)(6) 2022, a bonding leak was observed at distal end of proximal balloon icy catheter (lot #170780). No patient involvement.

Manufacturer narrative:
During the investigation on (B)(6) 2022, a bonding leak was observed at distal end of proximal balloon icy catheter (lot #170780) during functional testing. The probable root cause could be a latent defect at the bond. Visual inspection of the returned catheter was performed. The catheter shaft was observed to be kinked at 10 cm away from the catheter tip. Blood residue was noticed in the balloons and luered tubings. No other physical damage was observed. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. Functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at distal end of proximal balloon. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was one similar complaint reported for the icy catheter with lot number 170780. Ccr (B)(4), reported on (B)(6) 2022. There was a balloon bond leak.